Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not boot back up. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed a fuse blown. Fse replaced the blown fuse. Fse was unable to log into field service framework (fsf). Fse accessed ghost tool and reinstalled single board computer. After that, the system was returned to use in good working order the codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system shut down and did not boot back up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this compliant.